Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, this lead was confirmed to be fractured near the suture sleeve tie down area. Based on the analysis results, we suspect that fatigue or stress in the region of the fracture site due to relative motion between the suture sleeve and an anatomical feature led to the fracture. As a lead moves in response to normal heart rhythms and blood flow, extensive flexing over a period of time may cause fatigue or stress, weakening the coil, ultimately resulting in a fracture. This can occur between the suture sleeve and some other part of the anatomy. Fatigue fractures in the pocket or clavicular/first rib area are well known and documented in the industry. A combination of lead design, implant techniques, and patient anatomy and activity level contribute to these types of occurrences.

Event description:
Boston scientific received information that this left ventricular (lv) lead and device exhibited increased pacing lead impedance measurement greater than 2,000 ohms along with high threshold of 5 volts (v) at 0.5 milliseconds (ms) and 4v at 1.1 ms. Boston scientific technical services (ts) discussed troubleshooting options. Further, the health care professional (hcp) will reprogram lv outputs to provide capture. A chest x-ray was performed and the lead appeared to be unchanged when compared to the x-ray taken during the implant procedure. The plan was to continue monitoring the patient via the remote home monitoring system. To date, no adverse patient effects were reported as a result of this clinical observation.

Event description:
Additional information was received that this lv lead displayed increased pacing impedance measurements greater than 2,000 ohms, along with increased pacing threshold measurements. Loss of capture (loc) was observed, however, no asystole was noted. A revision procedure was performed and during the explant of the lv lead, the physician observed crimping near the suture sleeve. The physician believed this was the area of the lead compromise. The lv lead was successfully explanted. The device remains implanted. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received that the lead was returned for reliability analysis.